Event description:
It was reported that the programmer would not turn on, that the screen remained black. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the low voltage differential signaling (lvds) board needed to be reseated and secured. It was also noted that the power supply fan was noisy.